Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. An accuracy test performed, and the results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer obtained a reading of 53 mg/dl and felt symptoms of weakness and nausea. The customer had contact with a healthcare professional who obtained a glucose result of 163 mg/dl and received treatment of insulin (dose/type unknown) and phosphorus. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.